Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller is in the implantation now and 11 and 12 are both showing >40k ohm with all other pairs. The caller has wiped down replaced the lead with no change in values. The caller tried to stimulate on those contacts for a few moments, she checked again with no change. The caller tried wiping again and suctioning the port and no change. The caller did not want to swap ports as the other port looked great and those contacts were the "sweet spot". There was no visible issue with the lead and the implant was very straight forward, using sterile water for loss of resistance. The caller stated that the healthcare provider (hcp) was closing and will check again later to see if they've resolved. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances was unknown. Per the rep it's maybe due to the patient's position. The patient was re-checked in supine position and the high impedances were resolved. No further information was reported.